Event description:
It was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately one (1) year due to dehiscence and severe mitral valve insufficiency. Per the records received, there was some disruption of the posterior annular annuloplasty ring and some thickening here with some separation and some obstruction of that leaflet; however, there was no sign of any vegetations. The surgeon elected to replace the valve with a 21 mm edwards magna pericardial valve. The patient was later weaned from cardiopulmonary bypass and transferred to the open-heart recovery in stable condition. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
(B)(4). Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, there is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the explanted ring. No further actions are possible with the available information.